Event description:
Information received indicates the ground loss led is flashing.

Manufacturer narrative:
The facilities maintenance found the connections on the line filter were reversed. Maintenance correctly wired the line to repair the bed.